Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021,explanted: (B)(6)2021,product type lead product ID 977a260 lot# serial# (B)(6), implanted:(B)(6)2021, explanted: (B)(6) 2021,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient claimed to have lost the amount of pain relief she was getting immediately following surgery. The hcp explanted and replaced both the leads on the day of the report. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a loss of relief. It was recommended to the patient at post operation appointment to try other differential target multiplexed (dtm) spinal cord stimulation programs. The patient contacted the office and an xray was ordered. The patient had been stretching with meditation during their post operation period. An x-ray was taken on 8/10 and the physician confirmed the leads had moved. One had moved completely from epidural space, one was down 3 vertebral bodies. The plan was to revise leads, the date was not yet known and not yet scheduled. The issue was not resolved at the time of report.